Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of 690 mg/dl at the time of incident. Customer¿s other blood glucose levels were 400 mg/dl, 135 mg/dl and also went down to 50 mg/dl. Customer treated high blood glucose with insulin shots and low blood glucose with carbohydrates and insulin drip in the hospital. Customer stated they was not getting insulin from the insulin pump. Customer declined further assistance. The insulin pump will be returned for analysis.